Event description:
A graft was implanted in the thigh area for av access (2004). Approx two weeks post implant, the pt presented to another physician who reported the presence of an active infection involving the graft. An open wound with purulence was described near the area of the femoral anastomosis. The physician stated that he could not determine the cause of the infection but elected to explant the graft to prevent the progression of the infection the graft was explanted in 2.5 weeks. The explanted graft was not returned to the MFR for investigation. The serial number was not identified, however, all shipped devices are certified as sterile following exposure to gamma radiation. The instructions for use were reviewed. Infection is listed as a potential adverse event. It should be noted that this infection occurred within the first 30 days of implant. Early postoperative infection is not unusual following any vascular procedure, particularly in the groin area.